Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced overstimulation at the ipg site. A company representative attempted to troubleshoot the issue by reprogramming but was unsuccessful. The patient underwent surgical intervention to remove and replace ipg. Therapy was restored.